Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received no delivery alarm due to occlusion on the infusion set. The customer reported that the cannula on the infusion set was slight kink. The customer reported that the high blood glucose level was 17.9 mmol/l. The customer reported that there was a blockage with infusion set. The customer stated that they have changed out the infusion set twice. Troubleshooting was performed. The insulin pump received another no delivery alarm. The customer was advised to change the infusion set. Product is not expected to return.